Manufacturer narrative:
Unit had intermittent button response due to corroded keypad trace. No button error alarms occurred. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a keypad anomaly. Customer's blood glucose level was 41 mg/dl. The customer treated her blood glucose level with food. The buttons on the insulin pump were unresponsive. The insulin pump alarmed button error. The customer was unable to clear the alarm. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.